Event description:
As previously mentioned, the patient's post operative course had multiple complications. Hospital records indicate, " patient was admitted on (B)(6). On (B)(6), he underwent aortic valve replacement as described above. He was transferred to the cardiac surgery ICU in critical condition. Patient's course was complicated by paroxysmal atrial fibrillation. The patient was placed on amiodarone drip and beta blocker. Ep was consulted. The patient was placed on coumadin. He converted to normal sinus rhythm on his own. Follow-up chest x-ray showed no evidence of pneumothorax. Pt was consulted and followed the patient throughout his hospital course. The patient made steady progress on the telemetry floor. On (B)(6), it was felt he was ready for discharge." The patient was admitted again on (B)(6) 2013, records indicate, " (B)(6) male who was sip avr on (B)(6) who presented in respiratory failure. He was intubated and placed on mechanical ventilatory support. He quickly had escalating fio2 requirements. A tee was performed which showed moderate ai. He was treated for presumed pna with empiric abx. He had a swan ganz placed to assess his hemodynamics. He was found to have adequate cardiac output, and he was moderately volume overloaded. He was placed on ards protocol and pulmonary was consulted to assist with ventilator management. Over the next several days, he had persistent hypoxia and increasing fio2 requirements. He persisted in vasodilatory shock with pressor requirements. On (B)(6) he had a spontaneous left pneumothorax. A chest tube was placed by CT surgery. He was paralyzed for worsening hypoxemia. On (B)(6) he had a pea arrest and a tension pneumothorax on the l. Another chest tube was placed. On (B)(6) he was changed to pressure control ventilation due to persistent hypoxia, and he was started on crrt. ID was consulted regarding a persistent leukocytosis. He was treated with broad spectrum antibiotics, and his lines were changed appropriately. Over the next several days he had significantly high ventilator requirements. We were unable to wean the ventilator, decrease the fio2, or wean the paralytic. The family was made aware of the very poor prognosis. He had failed to progress for several days. They expressed understanding, and on (B)(6) they decided to decelerate care. The sedation was turned up, patient was extubated, and eventually passed." The healthcare provider has indicated that the edwards device is not related to the patient's death. No device malfunction reported.

Event description:
It was reported via clinical affairs that a (B)(6) male had 5 units of rbc transfused secondary to savr with redo sternotomy and complex technical difficulty. Event was noted to be resolved same day. It was learned that this event is not related to a device malfunction. No additional infromation provided.

Manufacturer narrative:
Pulseless electrical activity (pea), are life threatening arrhythmias that are typically a complication associated with myocardial infarction, poor ventricular function, or inadequate myocardial protection during cardiac surgery. The possibility of the device being the cause of this is remote. The provided information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. The healthcare provider has disassociated the patient's death from the edwards device, deemed non-related.

Manufacturer narrative:
Bleeding is a common intra-operative and postoperative complication in cardiac surgery. There are many causes including patient related, technique related, device related, and anticoagulation related. In this case, it was learned that the event is not related to a device malfunction. There has been no information to suggest a malfunction device quality deficiency related to this event. No further action required.